Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional relevant information becomes available.

Event description:
It was reported that a home patient (hp) experienced air in the patient line without an alarm while using homechoice (hc) machine. This occurred during the initial drain cycle of peritoneal dialysis (pd) therapy. The hp was connected at the time of the event. The hp reported air bubbles in the patient line but could not identify any obvious issues with the supplies that would cause or contribute to the air. The technical services representative (tsr) advised the patient to start over with new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.